Manufacturer narrative:
On (B)(6) 2015 03:17 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro upon opening the tip of the jaws was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage was observed. A visual inspection was performed. There was no observed damage to the jaws. No non-conformance was observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro upon opening the tip of the jaws was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.